Event description:
It was reported that the ventilator stopped ventilating and the screen went blank while it was connected to a patient. The ventilator generated two technical error codes one indicating disabled valves followed by another one indicating a detected error in the internal memory. The ventilator was replaced. There was no patient harm. Importer reference#: (B)(4). Ref# MFR 8010042-2014-00124.